Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Additional pressure was applied and the wake button responded. Additionally, it was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose level was 356 mg/dl.